Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 152 months after the implantation, pacing impedance increase (> 3000 ohms) was observed. At the same time the threshold was noted to be elevated and the sensing was poor. The lead was capped and replaced.